Event description:
It was reported via repair work order that the CPR release was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted with results of evaluation.

Event description:
It was reported via repair work order that the CPR release was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.